Event description:
Pt with pre-existing r tmj degenerative joint disease with developement of heterotopic bone formation and unsuccessful non-surgical treatment. Taken to or for placement of r tmj christiansen fossa and arthroplasty in 2006, unnamed institution. Pt initially had mild improvement post-operatively, but eventually redeveloped crepitus and decreased opening. Repeat imaging reveals new heterotopic bone formation. Pt taken for exploration 15 months later, hardware found to be non-mobile. Pt continued to have both increased pain, decreased range of motion, and progressive development of malocclusion likely due to increasing heterotopic bone formation. Pt evaluate for total joint replacement, to be done in stages. Pt first taken to or 4 days later for removal of christiansen prosthesis. At time of surgery r tmj prosthesis noted to be completely mobile, no screws appreciated in the device.